Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to an excessively calcified lesion in the lcx with 99% stenosis and excessive vessel tortuosity. No removal difficulties and no anomalous resistance noted during removal of protective device. No abnormalities were noted during device inspection and preparation before the operation. No resistance was felt with mating device during delivery. However, it was noted that the distal side of the stent was deformed and flared. The physician stopped using the relevant device and used another device to complete the operation. There was no adverse event to the patient.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, excessive calcification and excessive vessel tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review 709 (none) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, excessive calcification and excessive vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). Unknown - unable to confirm complaint - (device or procedural images not provided for review). No device returned ¿ device not returned for evaluation. (B)(6).